Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: battery devices, battery oscillator device, (B)(6) 2021. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
This is report 1 of 2 of the same event: it was reported that during pre-surgery set up, it was discovered that the battery reamer/drill device and the battery oscillator device would fire, but then blow the battery devices. It was further reported that four batteries were tried; however, the same issue occurred with the batteries. It was not reported if there were any delays in the surgical procedure or if spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the electrical control unit was damaged and would not run. It was further observed that the device had corrosion/rusting/pitting. It was further determined that the device failed pretest for check function of device and check power with power test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear.